Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(4), UDI: (B)(4), batch: a000113556.

Event description:
It was reported that the patient's system was autoreducing due to high impedances on one lead. Reprogramming was performed, but the lead was still explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which lead had the issue.